Event description:
On 5/1/1998, the MFR rec'd medwatch report from the facility that states the following: this pt had a device inserted in the operating suite on 4/4/98. It was used minimally (10-12 cc/hr.). Placement was checked via c-arm. The patient, who was chroniclly ill with dermatomyositis and cardiac problems expired suddenly on 4/6/98. Autopsy found cardiac tamponade with the catheter tip in the pericardial space. No further details were provided at this time.

Manufacturer narrative:
On 06/08/1998, the MFR rec'd a letter from the facility's risk manager that states the following: the device involved in this incident is not available for analysis. It remained implanted in the pt at the time of her death. Since the device is not available for analysis and a lot number was not provided for the device, the MFR's investigation of this event was limited to a trend analysis. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. Based on the info available and due to the unavailablity of the device, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event. Submitted to the FDA 06/12/1998.